Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, component migration and endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2014, patient underwent an endovascular procedure to treat an aneurysm rupture, utilizing gore® excluder® aaa endoprosthesis (rmt281414). On an unknown date, a type 1a endoleak was noted. On (B)(6) 2018, reintervention surgery was performed . Aortic extender was implanted. Patient tolerated the procedure (captured in psts# (B)(4)). On (B)(6) 2023 an angiogram was performed, which showed a component separation, type 3 endoleak between the most distal aortic extender (pla serial# remains unknown) and the excluder main body. It is unknown if there was aneurysm enlargement. On (B)(6) 2023, patient underwent reintervention surgery, in which a conformable gore® tag® thoracic endoprosthesis (ctag) device was utilized to bridge between the main body and the aortic extender, to exclude the component separation. Patient tolerated the procedure. Fsa reports physician does not know the exact cause of type 3 endoleak, but there was distal migration (distance unknown) of rmt281414. Fsa also reports the abdominal aorta appears to have lengthened and become somewhat angled, possibly contributing to the component separation. No further patient information is available.